Manufacturer narrative:
(B)(4). The customer returned one 4-lumen cvc catheter for evaluation. The catheter contained significant signs of use in the form of biological material and had sutures secured to the juncture hub. The proximal extension line was separated near the juncture hub and the catheter body was cut near the distal end. Microscopic examination confirmed the separation. The points of separation were slightly curved and smooth, indicating contact with a sharp object likely caused the breakage. The catheter body was also cut; the separated portion was not returned. The returned catheter body was trimmed to 120 mm, indicating that at least 37 mm were separated and not returned per product drawing. The length of the proximal extension line totaled to be 139 mm as the portion connected to the juncture hub measured to be 9 mm and the portion separated measured to be 130 mm; this is near the nominal value of 139 mm specified per product drawing. The inner and outer diameter of the proximal extension line were measured and were found to be within specification. This indicates that the wall thickness was correct. The distal and two medial extension lines were each tested for leaks by occluding the distal end of the catheter and injecting using a lab inventory syringe. No leaks were detected. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The customer report of the extension line being cut was confirmed by complaint investigation. The proximal extension line was cut and separated; the points of separation indicated contact with sharps caused the breakage. The catheter passed all relevant dimensional testing and a device history record review was performed based on sales history with no relevant findings. Based on the sample received, it was determined that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports, the catheter was inserted in the right jugular on (B)(6). On (B)(6) the nurse noticed a leak of the central line of the cvc. The proximal line is cut. The line is immediately clamped. The patient was placed in trendelenburg position. Oxygen therapy (15l/min) was set up and the central line was removed. The patient was transferred to the resuscitation room to be closely monitored. The oxygen therapy and dorsal decubitus were maintained until (B)(6). The patient returned to the nephrology department on (B)(6) with no complication.

Manufacturer narrative:
(B)(4). Potential lot numbers: 71f18g0439, 71f18f1743, 71f18e2252.

Event description:
The customer reports, the catheter was inserted in the right jugular on (B)(6). On (B)(6), the nurse noticed a leak of the central line of the cvc. The proximal line is cut. The line is immediately clamped. The patient was placed in trendelenburg position. Oxygen therapy (15l/min) was set up and the central line was removed. The patient was transferred to the resuscitation room to be closely monitored. The oxygen therapy and dorsal decubitus were maintained until (B)(6). The patient returned to the nephrology department on (B)(6) with no complication.